Event description:
The customer reported the image from the subject device was blurry and the insertion tube was discolored. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the auxiliary water channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found in the auxiliary water channel due to insufficient reprocessing. The reported issue of discoloration was confirmed. The tube was deteriorated due to the cleaning, disinfection, and sterilization (cds) method. The reported issue of blurry image was not confirmed. In addition, resolution was out of standard due to breakage of the charge-coupled device unit, there was insufficient air to remove water due to deformation of the nozzle, angulation in the up direction was out of standard due to wear of the angle wire, the coating on the connecting tube was peeled off, the connecting tube was discolored, the bending section cover was dirty, the plastic distal end cover was dirty and scratched, there was corrosion at the scope connector cover due to leakage, and the objective and light guide lenses were stained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to pre-cleaning not being performed immediately after the case, thus making it difficult to remove foreign substances. The reprocess of the secondary water supply channel may have also been insufficient. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the auxiliary water feeding function." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." 3) "if not washed immediately after each case, the tissue will become stiff and effective reprocessing will be difficult. It is necessary to flush the cleaning liquid and air to the secondary water supply channel." Olympus will continue to monitor field performance for this device.